Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized due to high blood glucose. The customer's father also reported that they received a motor error alarm and a no delivery alarm. The customer's blood glucose was 597 mg/dl at the time of the incident. The customer's blood glucose was 389 mg/dl at the time of hospitalization. The customer's father stated that they had blood glucose of over 600 mg/dl. The customer's father stated that the ketones were increasing. The customer's father stated that they treated their high blood glucose with the manual injections. The customer's father was given IV insulin and fluids during the hospitalization. The customer's father also reported that they experienced nausea. The customer's father stated that the drive support cap appeared normal. The customer's father performed displacement test and the insulin pump passed. The insulin pump will not be returned for analysis.